Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) was discovered to be disabled when not intended. The patient reported that he had went into the hospital for a procedure, the local sales representative turned off the device, but left and did not return to turn the device back on. A month later, when the device was interrogated, the programmer showed an error message that indicated that the device had been programmed off by magnet. A customer comment was made that competitive devices were easier in that they only temporarily inhibit therapy whereas boston scientific devices turn off after 30 seconds of magnet application. No adverse patient symptoms were reported. According to the available information, this ICD was reactivated and remained in service.

Manufacturer narrative:
Subsequent information indicates that the device was explanted for normal battery depletion. No additional information is available at this time. Should additional information become available, this event will be updated.